Event description:
It was reported that a user experienced a temporary loss of dexcom g7 glucose readings on the ilet, with the ilet displaying a brief sensor issue alert; readings subsequently resumed and displayed 103 mg/dl. Symptoms included a transient interruption of glucose data visibility. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education on alert meaning and system behavior. Investigation of this case revealed that the event was consistent with a brief sensor communication or signal interruption limited to the ilet interface, with recovery without further intervention. It was concluded, based on previously established findings for similar reports, that the cause was a transient sensor signal issue.